Manufacturer narrative:
The dealer informed arjo of an incident involving the maxi twin passive floor lift and an arjo toilet sling (maa4031-l). It was reported that during the resident's transfer, the sling's right leg clip came loose from the device's spreader bar. The resident sustained muscle strain and cramping. The device was evaluated by arjo technician and no malfunction was found. The clip sling is attached to the spreader bar¿s attachment lugs of the maxi twin floor lift. The lugs have a ¿mushroom shape¿ at the end, that not only ensures that the clip cannot slide off, it also ensures that the clip is fully on and cannot be partially inserted (it is either ¿on¿ or ¿off¿). Therefore, when a patient is fully suspended, the clips are correctly attached since the straps that connect the clips to the body of the sling are under tension by the weight of the person in the sling lifted. It means that only a force in the opposite direction greater than the one applied by the gravity of the person's weight, would be required to pull out a clip under tension. Based on the limited information regarding the event circumstances (e.g. Such as the phase of the transfer or how the sling was applied on the lift) we are unable to identify the root cause of reported clip detachment. According to the procedures provided in the instruction for use of the maxi twin (04.kt.00): "warning: important: always check that the sling attachment clips are fully in position before and during the commencement of the lifting cycle,and in tension as the patient's weigh is gradually taken up.". Looking at the event it was established that a floor lift and arjo sling were used for patient handling at the time of the event. The clip detached and from that perspective system did not meet its performance specification. The complaint was decided to be reportable due to the allegation that the sling clip detached during the transfer.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
The customer was transfer to a bed by using maxi twin lift and toilet sling (maa4031-l). During the transfer the right leg clip of the sling detached.